Event description:
The customer reported the ventilator went alarmed and went vent inop during operation. The customer reported the device was not in use on a patient. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic log history noted power fail and restart occurrences. The service engineer replaced the power supply to address the findings. Performance verification testing was completed and passed to operating specifications.